Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were unresponsive. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 8/30/2013 with the following findings: visual inspection of the pump showed that there were some cosmetic defects but no visible damage to the rubber keypad. All the buttons were responding to presses properly. The original complaint could not be confirmed or duplicated on investigation. Contamination was found under all the button contacts upon removal of the rubber keypad. Unrelated to this complaint investigation revealed that the bolus button cover is completely detached from the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.